Manufacturer narrative:
Cancellation report is being submitted for this complaint. This complaint captures events that occurred in the "wang et. Al, 2020" literature paper. The"shin hee kim et. Al, 2019 "article, was referenced in this literature paper. This "shin hee kim et. Al, 2019" literature article was not available to cook ireland at the time of reporting the wang et. Al, 2020 literature paper. Additional complaints have now been opened in relation to the "shin hee kim et. Al, 2019" article, as this is the article in which the adverse events occurred and the "wang et. Al, 2020" was a retrospective summary of related cases found in literature. Reference pr (B)(4) / MDR ref# (B)(4). This complaint is no longer required.

Event description:
Cancellation report is being submitted for this complaint. This complaint captures events that occurred in the "wang et. Al, 2020" literature paper. The"shin hee kim et. Al, 2019 "article, was referenced in this literature paper. This "shin hee kim et. Al, 2019" literature article was not available to cook ireland at the time of reporting the wang et. Al, 2020 literature paper. Additional complaints have now been opened in relation to the "shin hee kim et. Al, 2019" article, as this is the article in which the adverse events occurred and the "wang et. Al, 2020" was a retrospective summary of related cases found in literature. Reference pr (B)(4) / MDR ref# (B)(4). This complaint is no longer required.

Event description:
Wang et al., 2020 ¿ duodenal perforations secondary to a migrated biliary plastic stent successfully treated by endoscope: case-report and review of the literature. Perforation-related signs and symptoms: high fever and abdominal pain. Diagnostic method: CT. Therapeutic method: endoscopic removal of stents by using rat-tooth forceps and closure of perforation by hemoclips. This complaint was opened to capture 1 patient who experienced perforation which involved a clso. This complaint was opened due to literature reviewed by wang et. Al, 2020 in table 2 summary of related cases found in the literature.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.